Event description:
(B)(4). Same case as 2134265-2012-07901. It was reported that following a coronary artery stenting treatment procedure, the patient experienced worsening coronary artery disease and required a target vessel re-intervention. Lesion 1 was de-novo ostial lesion located in the 2nd obtuse marginal (2nd om) with 90% stenosis and was 8mm long with a reference vessel diameter of 3.3 mm. The physician treated the lesion with pre-dilatation and placement of a 3.00 x 8 mm taxus liberte stent, with 0% residual stenosis. Lesion 2 was de-novo lesion located in the 2nd obtuse marginal with 80% stenosis and was 10mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation and placement of a 2.25 x 12 mm taxus liberte stent, with 0% residual stenosis. The patient was discharged on aspirin and prasugrel. After placement of 2.25 x 12mm taxus atom stent in mid 2nd om vasospasm was noted. This was treated with 200 mcg of intra nitroglycerine. In addition to this after placement of 3.0 x 8mm taxus liberte stent at the ostium of 2nd om again the vasospasm was noted. This was treated with 400 mcg of intra nitroglycerine. In (B)(6) 2012, the patient presented with chest discomfort that radiates to back and neck. The patient was diagnosed with worsening coronary artery disease and was hospitalized on same day. The patient was a transferred to another medical facility and cardiac catheterization was recommended. At the time of event the patient was taking aspirin only. Critical 95% stenosis of mid 2nd om was treated with balloon angioplasty and placement of 2.25 x 14mm non bsc stent. The event was considered resolved without residual effects and patient was discharged on aspirin and open label effient.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).